Event description:
It was reported that this implantable pacemaker exhibited noise and oversensing on the right ventricular (rv) channel. The patient reported having accidentally come into contact with an electric fence previously and inquired whether this incident might have impacted the pacemaker. A thorough device interrogation and lead assessment were conducted, revealing stable lead parameters. Notably, electrogram (egm) indicated a non-sustained episode lasting 20 seconds showing noise and oversensing on the rv lead. The patient noted that this episode corresponded with the timing of the electric fence incident. The patient remained asymptomatic, and the noise was not reproducible during lead testing. It was advised that the device be re-evaluated at the next scheduled appointment, approximately one year from now, and no further investigation into the lead noise is required at this time. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identified (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.